Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs plus meter serial number (B)(4). No other issues were reported with this meter or with any other patients. The customer performed three consecutive sample measurements from the patient with the meter and the results were 5.7 inr, 3.8 inr, and 4.8 inr. Each measurement was performed from a new sample obtained from a different fingerstick of a different finger. When samples were collected, the fingers were squeezed to obtain a sample. The customer stated that all three measurements were obtained within a 15 minute time span. A venous sample was collected within 3 minutes of the samples used for meter testing and tested with an unknown laboratory method. The laboratory method result was lower. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. Quality controls tested on the meter have passed. The patient is not known to have antiphospholipid antibodies. The customer's product was requested for investigation. Relevant retention test strips (lot 216746-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's meter and test strips were provided for investigation. The returned meter was measured with the returned test strips 216746-11 in comparison to the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Results: donor 1: master lot and reference meter: 2.4 inr, customer strips and customer meter: 2.4 inr. Donor 2: master lot and reference meter: 2.5 inr, customer strips and customer meter: 2.5 inr. The maximum difference between measurements with the same blood sample was 0.0 inr. The returned customer material and retention material are within specifications.